Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No indication at the time that the device malfunction caused or contributed to the patient passing. The damaged to the monitor is consistent with external defibrillations while wearing the device. Manufacture dates: belt: 01/22/2016, monitor: 01/01/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 at 7:00am. It was reported that the patient had been located at a rehabilitation facility. The patient reportedly coded and was transferred to the emergency room. The patient's death was reportedly cardiac related and the patient was not wearing the device at the time of passing. Per clinical review of the available ECG data, the patient was appropriately treated by the lifevest prior to passing. At 06:36:09 on (B)(6) 2019, the device detected an arrhythmia while the patient's rhythm was ventricular tachycardia (vt) at 240 bpm. At 03:36:35, gel was released. At 06:36:46, the lifevest delivered a treatment shock while the patient was in vt at 250 bpm. The post-shock rhythm was idioventricular rhythm at 30 bpm. Following the appropriate treatment shock, the patient was seen in sinus tachycardia at 120 bpm at 06:48:46 per the continous ECG recording. Following the lifevest treatment, the patient would go on to receive five non-lifevest defibrillations. At 06:51:13, the device detected an arrhythmia with the ECG showing supraventricular tachycardia (svt). During this detection, the patient received the first non-lifevest shock while in svt at 200 bpm and with the post-shock rhythm being sinus tachycardia at 130 bpm. The patient was in svt for about 19 seconds before receiving the shock. Per the continuous ECG recording, between 06:53:38 and 06:57:48, the patient was seen in a sinus rhythm at 80 bpm degrading to vt at 240 bpm with motion artifact. The patient then received the second non-lifevest shock while in vt at 260 bpm with motion artifact. The post-shock rhythm was asystole with CPR artifact. The patient was in vt for about 4 minutes before receiving the shock. Between 06:56:18 and 07:21:18, the device detected noise on all ECG channels. Per the continuous ECG recordings, the patient was initially in asystole with CPR artifact. The rhythm then transitioned to ventricular fibrillation (vf) with CPR artifact. The patient then received a third non-lifevest defibrillation while in vf with motion artifact. The post-shock rhythm was obscured by CPR artifact. The patient was in vf for about 3 minutes before receiving the treatment. The rhythm then transitioned to sinus bradycardia at 30 bpm then degrading to vf with CPR artifact. The patient received the fourth non-lifevest shock while in vf with motion artifact. The post-shock rhythm was obscured by CPR artifact. The patient was in vf for about 30 seconds before being treated. The rhythm is then seen degrading to vf with motion artifact. The patient then received the fifth non-lifevest shock while in vf with motion artifact. The post-shock rhythm was asystole with motion artifact. The patient was in vf for about 2 minutes before receiving the treatment. A manual recording at 07:21:27 showed that the patient was in asystole. Per the continuous ECG recording, between 07:22:25 and 07:23:55, the patient was in asystole transitioning to bradycardia at 50 bpm degrading to vf with motion artifact. At 07:23:55, the electrode belt was disconnected while the patient was in vf with motion artifact for approximately 49 seconds. The patient subsequently passed away. The device appropriately treated and converted the patient's rhythm. The patient received five non-lifevest shocks following the lifevest shock. Motion artifact and CPR artifact prevented the patient from being treated by the lifevest.